Event description:
Complainant alleged that the medics were treating a pt (age and gender unknown), but the device displayed an inappropriate "low batt" message and would not charge. The complainant indicated that there were not adverse effects on the pt as a result of the reported malfunction.